Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 1.2mmx15mmx142cm emerge (coyote fc) balloon catheter was advanced but failed to track the lesion. However, when the device was pulled back, the proximal part of the shaft was separated outside of the body. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the device was intact when pulled out outside of the patient's body.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote fc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 58.7cm from the hub and there are multiple kinks along the hypotube. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a separation.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 1.2mmx15mmx142cm emerge (coyote fc) balloon catheter was advanced but failed to track the lesion. However, when the device was pulled back, the proximal part of the shaft was separated outside of the body. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the device was intact when pulled out outside of the patient's body.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 1.2mmx15mmx142cm emerge (coyote fc) balloon catheter was advanced but failed to track the lesion. However, when the device was pulled back, the proximal part of the shaft was separated outside of the body. The procedure was completed with a different device. There were no patient complications nor injuries reported.